Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2008, and had a cholecystectomy in 2002. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6), 2010, the patient was hospitalized. On (B)(6) 2010 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2010, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. On (B)(6) 2011, three hundred and forty three days post stent placement, a pre-study stent removal cholangiogram, revealed that the study stent had migrated less than one centimeter. During (B)(4) study stent removal that same day, the site reported a difficulty in removing the study stent. The stent was able to be removed. The investigator's reported device causality assessment was reported as "related". On (B)(6) 2010, the patient underwent an endoscopic intervention due to no resolution of the original stricture. A new stent was placed. There were no associated events reported with this intervention. The patient's condition post procedure was reported to be good, and the patient was discharged.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2008, and had a cholecystectomy in 2002. On (B)(6), 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6), 2010, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. On (B)(6), 2011, three hundred and forty three days post stent placement, a pre-study stent removal cholangiogram, revealed that the study stent had migrated less than one centimeter. During per-protocol study stent removal that same day, the site reported a difficulty in removing the study stent. The stent was able to be removed. The investigator's reported device causality assessment was reported as "related". On (B)(6), 2010, the patient underwent an endoscopic intervention due to no resolution of the original stricture. A new stent was placed. There were no associated events reported with this intervention. The patient's condition post procedure was reported to be good, and the patient was discharged. On (B)(6) 2012, the following information was reported to boston scientific: according to the clinical site, the stent removal on (B)(6) 2011, was difficult because the stent had migrated intrabiliary above the sphincterotomy. The stent was able to be removed using foreign body forceps and reportedly, it was necessary to pull strongly to remove the stent. After stent removal a naso-biliary catheter was left in place to perform CT scan and MRI to assess the degree of chronic pancreatitis. According to the clinical site, a cholangiography was performed on (B)(6), 2010, which showed stricture persistence; therefore as previously reported, a new stent was placed. There were no associated events reported with this intervention. The patient's condition post procedure was reported to be good, and the patient was discharged.

Manufacturer narrative:
Additional information received since (B)(4) 2012.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2008, and had a cholecystectomy in 2002. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2010, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. On (B)(6) 2011, three hundred and forty three days post stent placement, a pre-study stent removal cholangiogram, revealed that the study stent had migrated less than one centimeter. During per-protocol study stent removal that same day, the site reported a difficulty in removing the study stent. The stent was able to be removed. The investigator's reported device causality assessment was reported as "related". On (B)(6) 2010, the patient underwent an endoscopic intervention due to no resolution of the original stricture. A new stent was placed. There were no associated events reported with this intervention. The patient's condition post procedure was reported to be good, and the patient was discharged. On (B)(6) 2012, the following information was reported to boston scientific. According to the clinical site, the stent removal on (B)(6) 2011, was difficult because the stent had migrated intrabiliary above the sphincterotomy. The stent was able to be removed using foreign body forceps and reportedly, it was necessary to pull strongly to remove the stent. After stent removal a naso-biliary catheter was left in place to perform CT scan and MRI to assess the degree of chronic pancreatitis. According to the clinical site, a cholangiography was performed on (B)(6) 2010, which showed stricture persistence; therefore as previously reported, a new stent was placed. There were no associated events reported with this intervention. The patient's condition post procedure was reported to be good, and the patient was discharged. Additional information received since (B)(4) 2012. On (B)(6) 2011, the patient was hospitalized for the per-protocol removal study stent removal. While hospitalized, the patient experienced severe jaundice and severe dark urine, which were diagnosed as cholangitis. Following the endoscopic intervention on (B)(6) 2011, the events resolved. The patient was discharged from the hospital on (B)(6) 2011. The patient's hospital stay was extended to (B)(6) 2011, following the stent removal due to the reintervention.